Manufacturer narrative:
D1, d4 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, during a transmission attempt on (B)(6) 2020, the led of the subject device remained orange. Multiple attempts were previously performed by the patient.

Event description:
Reportedly, during a transmission attempt on 31 december 2020, the led of the subject device remained orange. Multiple attempts were previously performed by the patient.